Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon dilatation catheter (bdc) was overinflated to 16 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and mild tortuosity. The 1.2x6mm mini trek balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and ruptured during the first inflation at 16 atmospheres (atms) held for 10 seconds. There was resistance with the anatomy during removal. The bdc was removed independently. The device was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.